Manufacturer narrative:
A ge service representative performed an investigation. The power plugs were removed, cleaned and reseated. Gib battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.